Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. G: appropriate term not available. Suggested code: mechanical driver. A field engineer examined the driver and confirmed that the device did not work due to motor issues. The patient was rescheduled for another biopsy procedure. The field engineer replaced the driver and performed the driver daily quality control, confirmed that all checks were good. System was working as per manufacturer's specifications.

Event description:
It was reported that on september 30, a biopsy procedure was performed and a driver error was received. Two needles opened both tested normally. Reporting that they didn't get a full fire. Single nick no samples. Changed needles but did not use the second one due to the inability to clear the error with a full shutdown. A field engineer examined the driver and confirmed that the device did not work due to motor issues. The patient was rescheduled for another biopsy procedure. The field engineer replaced the driver and performed the driver daily quality control, confirmed that all checks were good. System was working as per manufacturer's specifications. No additional information available.